Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level was 156 mg/dl. Tandem technical support educated the customer that overfilling the cartridge can cause an inaccurate fill estimate. The customer acknowledged the information, and will continue to monitor the insulin gauge and declined a follow-up call from tandem technical support.